Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows; reservoir filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into pump and performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phon call of receiving a no delivery alarm. Customer's blood glucose was 400 mg/dl. During troubleshooting with plunger and a 5.0 unit fixed prime, insulin exit and alarmed no delivery. Customer disconnected and reconnected set and did another plunger push and states that insulin exited with greater than normal resistance. Reservoirs would be replaced.